Manufacturer narrative:
Date of event: 2013.

Event description:
A report was received that the rc was not communicating with the ipg. It was believed that the ipg was flipped. The patient underwent a pocket revision.

Manufacturer narrative:
Additional information was received that the patient was uncomfortable with the battery position so the physician repositioned the ipg.

Event description:
A report was received that the rc was not communicating with the ipg. It was believed that the ipg was flipped. The patient underwent a pocket revision.